Event description:
It was reported that an ilet pump displayed repeated ¿unable to proceed¿ alerts during the change cartridge and fill tubing process, and the user was unable to select options or advance after multiple restarts, consistent with a device problem involving a complete blockage associated with the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified in relation to a complete blockage affecting the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.